Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the most likely cause of the event was due to the off-label use of the injection system with this lens. (B)(4).

Event description:
The reporter indicated, the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. There was eye contact but no injury, no incision enlargement. Sutures were required. The reporter indicated they used a competitor's injection system with this lens, which is off-label use.